Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had "all kinds of issues" in the past with their therapy, but the representative did not have time to explain what the issues were. It was noted that the patient's healthcare provider believed that these issues could also be a result of the patient's cognitive abilities. When the representative was with the patient, it was reported that the patient usage was not showing since they were last programmed to dtm endurance programming. The session reports did show that the patient had been regularly interrogated in the last few months but when the patient first came into the session today, they noticed the controller date was set to 2011 (it was noted that the controller would default to (B)(6) 2021). They set the patient's controller to the correct time and date. It was reviewed that in order for usage information to be accurately reflected, it was best to have the patient come in again to be interrogated after some usage so they could see how patient was using the system. Additional information was received from the manufacturer representative (rep). It was reported that the doctor said the patient reported no pain relief from scs but had significant relief during trial. At the most recent visit the device therapy was on but they couldn¿t tell how much since last visit. Additional information received. Rep reported they spoke to colleague. Patient had intellis battery replaced with vanta (B)(6) 2022, completed an mpxr and per dr (B)(6) request sent the intellis to medtronic for analysis.